Event description:
It was reported that externalized conductors were observed via fluoroscopy in (B)(6)2009 and (B)(6) 2010. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch for was received.